Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the leg on (B)(6) 2018. The patient¿s father stated the cgm was displaying a value of 100 mg/dl and the patient started feeling weak and dizzy. The patient¿s blood sugar was checked, and her bg was at 22mg/dl. The patient¿s father took the patient to the children¿s hospital and stated the patient was given a couple of juice boxes. There was no further treatment made at the hospital as the father declined the offer for the patient to stay overnight because he felt it was safe to take the patient home. The patient was in the hospital for 4 hours before they went home. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor